Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's power of attorney that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 38 to 29 mg/dl at the time of the incident. The customer was given d50 to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. The customer had not been eating the previous day to the incident. Troubleshooting was completed and no issues were found. The insulin pump will not be returned for analysis.